Event description:
It was reported that the physician attempted to position the lead in several different locations and that the lead's fixation helix eventually became impinged with tissue and he was unable to clean it out. The lead was removed and returned and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. There was blood in/on the helix mechanism and sleevehead.